Event description:
The customer reported tempus pro was overanalysing rhythm, spo2 is off, bp is inaccurate, and the unit is sensitive. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is in progress.